Event description:
In 2007, the patient was implanted with smooth gel-filled breast implants for breast augmentation and was enrolled in the memory gel post-approval study. On approx six months later, the patient completed a complications report and stated that she had been diagnosed with rheumatoid arthritis by a rheumatologist. The date of diagnosis is unk. The breast implants remain implanted. No other complications were listed.